Manufacturer narrative:
H6: health effect - clinical code - psychosis (4593). Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed pump stop events due to the driveline being disconnected; however, a direct cause for the events could not be conclusively determined through this evaluation. Additionally, a direct relationship between the device and the reported syncopal event and psychiatric episode could not be conclusively determined through this evaluation. The controller event log file contained relevant data from 25oct2022. The pump operated as intended at the set speed while the driveline was connected. The log file recorded a driveline disconnect alarm on 25oct2022 at 12:49:36, and the driveline was never reconnected. The log files appeared to capture the pump operating as intended. The account submitted log files which captured a driveline disconnect from the controller. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported at this time. Review of the available device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas IFU is currently available. Section 2 "system operations" (under "system controller warnings and cautions") states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 "alarms and troubleshooting" outlines all system controller alarms, including driveline disconnected alarms, as well as how to respond to each alarm condition. The IFU includes a list of heartmate 3 patient assessment methods, including assessment of the patient's level of consciousness. The IFU lists psychiatric episode as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The heartmate 3 lvas patient handbook is also currently available. This handbook warns in several sections: "check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop." And "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." Section 3 "powering the system" outlines the proper method for changing from the power module or mobile power unit to batteries and vice-versa under the sub-section titled ¿switching power sources¿. In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including the driveline disconnected hazard alarm, and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Mpu: MFR# 2916596-2022-15083. Controller: MFR # 2916596-2022-15084.

Event description:
It was reported that the patient had a syncopal episode on (B)(6) 2022 at a cardiac rehab and was taken to a local emergency department. Computed tomography of the head (cth) was negative but the patient was found to be paranoid/manic, psychiatry was consulted. Per their family, the patient had a history of psych hospitalization in 2014 due to manic episode. The event log captured no external power events in (B)(6) 2022 at 10:01:12, 10:53:03, and 11:56:15 which appeared to be caused by power to the mobile power unit being briefly interrupted. Logfile showed a driveline disconnect from the controller on (B)(6) 2022 at 12:49:36.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.